Manufacturer narrative:
The cart was not returned to olympus for evaluation. The cause of the reported event cannot be determined; however, the wm-p2 instruction manual warns users ¿check the security and condition of castors at six-monthly intervals. If loose and/or excessively worn, contact olympus for service. It is important to perform the maintenance described in this chapter ¿chapter 6 care, inspection, storage and maintenance¿ to ensure the workstation and accessories remain in a good and safe working condition. Safety cannot be guaranteed if maintenance is neglected.

Event description:
Olympus was informed that while pushing the workstation down the user facility¿s hallway the castor wheel broke off causing the cart to tip and fall on its side. The user facility reported that the castor had been replaced a week prior to the incident. The cart brushed against the staff pushing the cart; however, there was no injury reported.